Manufacturer narrative:
Additional information was received that the patient was provided a new charger but the issue did not resolve. A sync file confirmed fast battery depletion. The ipg is inactive and cannot be used any longer. There is no further course of action. It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was damaged, causing it to draw a higher current, faster depletion, and making it difficult for the patient to charge. The cause of the damage is unknown.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was damaged, causing it to draw a higher current, faster depletion, and making it difficult for the patient to charge. The cause of the damage is unknown.